Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (unk cause of endoleak).

Event description:
An aneurx abdominal stent graf system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm approx 9 years and 6 months ago. Vessel morphology from the time of implant was not reported. Currently the vessels were reported to be mildly tortuous, mildly thrombosed and mildly calcified. It was reported that a recent CT scan demonstrated that the aortic neck diameter was 28 mm in diameter at the level of the renal arteries and it was 11 mm in length. The pt presented emergently with back pain approx one month ago. The angiogram and CT demonstrated that there was a fabric related type iii endoleak in bifurcated stent graft between the third and fourth stent rings (ref MFR # 2953200-2011-00789). An 26x26x40 aneurx cuff was implanted and the endoleak became less; however, it did not completely resolved. The decision was made to not further intervene and to monitor the pt. No further intervention was performed and no add'l clinical sequelae were reported.